Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys tsh assay result for one patient sample that did not match the clinical picture and normal elecsys ft4 assay result. The customer suspected an interference. The tsh result was <100 uiu/ml. With a dilution, the result was 162.00 uiu/ml and was reported outside of the laboratory. The same sample was sent to another laboratory and the result from an abbott analyzer was 120.961 uiu/l. The customer performed peg precipitation to check for macrotsh but none was found. There was no allegation of an adverse event. The customer used a cobas 8000 e 602 module. The serial number was requested but was not provided.

Manufacturer narrative:
Further testing of the patient sample excluded macro-tsh. From the information and data provided, a general reagent issue could be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's high result could be reproduced. No interferences could be found.